Event description:
Boston scientific received information that during an office check, the field representative noticed the rv lead was not capturing, increased thresholds, and the pacing impedance measurement was above 2,000 ohms. In addition, pacing inhibition for more than three seconds was confirmed in one episode, caused by the oversensing of noise. No adverse patient effects were reported and the patient had an underlying intrinsic rhythm between 30 to 35 beats per minute (bpm). The lead remains implanted at this time. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.